Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was not reported f the patient was hospitalized for the event. The patient was treated with unspecified antibiotics and unspecified intraperitoneal medication at home. At the time of this report, the patient outcome was reported as "the patient feels well". Pd therapy was ongoing. No additional information is available.